Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. A cartridge change was performed resolving the issue. Upon loading a new cartridge, insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. The customer declined to change the infusion set and reverted to an alternate pump for insulin therapy. Customer¿s blood glucose was 103 mg/dl.